Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implante with an impella cp experienced hemolyzed labs and hematuria. The pump was repositioned and the pump's p-level was turned down. Later, the patient expired on support.

Manufacturer narrative:
A review of data logs confirmed the complaint condition. No product was returned for review. The cause of the hemolysis was most likely due to the pump in improper position. The cause of the device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. The device passed all post sterile inspection checks.